Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported out of range issues occurred between the transmitter and the pump, customer declined to provide additional information. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 347 mg/dl.